Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The article did not provide the product identification necessary to review manufacturing history. Initial reporter - this article was written by dr. Jason samona, dr. Brian flanagan, and dr. Norman walter. This event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-02551 / 3002806535-2016-00551). Device location unknown.

Event description:
Information was received based on review of a journal article titled, "acute disassembly and dissociation of a dual-mobility next-generation prosthesis" which examines a case study of a patient with a dual mobility hip prosthesis. A patient was identified in the article that underwent closed reduction for dislocation months after implantation. The procedure was performed in an emergency room and not under supervision of an orthopedic health professional. Subsequently, the patient underwent an open reduction one year post-implantation due to popping, clicking and pain. During the procedure, intra-acetabular disassociation was noted. The patient was revised months later due to unknown reasons, during which all components were removed and replaced,

Manufacturer narrative:
This follow up report is being filed to relay correct and additional information that was unknown at the time of the initial medwatch.